Manufacturer narrative:
The device was evaluated by ventec where the reported issues of the ventilator being unable to maintain peep (positive end expiratory pressure) and an unexpected breath rate was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its breath rate was not as expected. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issues of the ventilator being unable to maintain peep (positive end expiratory pressure) and an unexpected breath rate was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its breath rate was not as expected. There was no patient involvement associated with the reported event.